Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to be advanced in the catheter. When the lead was taken out of the body there was a tissue attached to the helix and the axis of the helix was bent. The lead was not used and replaced during procedure. There were no patient consequences.